Manufacturer narrative:
The other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid at a concentration of 10 mg/ml with a dose of 0.24 mg/day. It was reported the patient stated that she was not getting the pain relief she once did. The patient had lost weight so the pump was flipping constantly which made the catheter twist around and become completely kinked. Surgery was performed to cut and replace the pump segment portion of the catheter that kinked. The explanted catheter was discarded by the customer. The issue was resolved at the time of the report. The manufacturer representative reported she did not know when the patient started experiencing symptoms. The patient's weight loss was intentional and was in no way related to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.